Event description:
Olympus was reported that the user facility felt that the subject device was not good during a first use. During a second use, the facility noticed that there was black object a tip of jaw and confirmed that the tip of jaw was deformed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the tip of the ptfe pad was severly worn and the jaw was deformed. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation, it is possible since the physician continued to use the device with the deformation of the jaw, the tip of the ptfe pad was severely worn. Since this device is subject to total inspection including the appearance inspection and the output test before shipment by olympus, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.